Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital disposed of the device.

Event description:
The patient was undergoing a coil embolization procedure using ruby coils. During the procedure, the hospital technologist experienced resistance while advancing a ruby coil through a non-penumbra microcatheter; therefore, the ruby coil was removed. The technologist attempted to advance the same ruby coil through the microcatheter again; however, the same resistance was experienced and the ruby coil was removed. The procedure was then completed using new ruby coils and the same microcatheter. The physician used a rotating hemostasis valve, and did not use flush. There was no report of an adverse effect on the patient.